Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Event description:
EU reports sharp eyelets cutting him. It was reported that 1 out of every 20 catheters (of the same lot) has been cutting, during insertion by the sharp eyelets. No further information is available. No photo available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation: this complaint has been evaluated. No photo or samples were received to this complaint. Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. The process parameters were adjusted within the validated window. No nonconformity has been registered during the manufacturing process of the affected lot and of the mentioned issue. Based on the provided information, it is not possible to confirm the issue. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number : reporting site: 1049092 . Manufacturing site: 3005778470. This issue will be monitored through the post market product monitoring review process, sop-000741.